Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure after an unknown duration due to stenosis. No additional details were provided.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the review of imagery and medical record received. The following sections of this report have been updated: corrected b3, additional information added to b5, additional information added to b7, corrected h6 health effect - clinical code, corrected h6 device code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. As noted, patient has history of hyperlipidemia, hypertension, diabetes mellitus and end-stage renal disease (currently on hemodialysis). Patients with these comorbidities may have an increased risk of developing valve stenosis and calcification. The exact cause of the reported event could not be determined. However, investigation results suggest that progression of the patient disease process along with procedural factors (under expanded valve) may have contributed to the complaint event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical record, a 26mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure after approximately 8 years. The patient presented to the ER with shortness of breath, urinary tract infection, and heart failure with reduced left ventricular function (nyha class iii). Prior to valve in valve, tee showed the aortic valve leaflets were severely restricted in movement and severe stenosis the aortic valve. CT showed a bioprosthetic aortic valve with calcification of the prior leaflets. Calcified changes involving all 3 aortic valve cusps observed. Imagery was provided by the site and reviewed by edwards clinical imager and the following was observed: the CT shows an under-expanded 26mm sapien 3 valve (24.2mm at mid valve (0.5mm added for outer diameter). The CT shows thickened, calcified leaflets.